Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vasoview hemopro vh-3500, customer describes the wire jaws became separated from the silicone jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154834 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 22jan2021 and investigated on 25jan2021. There were signs of clinical use on the jaws. Heavily charred tissue was observed on the heater wire. A visual inspection device was conducted. The silicone insulation was observed to be slightly detached on the cold jaw. The heater wire was observed to be twisted and completely flexed away from the hot jaw, remaining attached at the base, with disconnection at the tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for ¿material twisted/bent; wire. And analyzed failure was confirmed for "peeled; jaw".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vasoview hemopro vh-3500, customer describes the wire jaws became separated from the silicone jaw. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.